Manufacturer narrative:
Prior to device return, three (3) units from the same lot number were pull tested from the distal obturator tip. All forces exceeded 25 lbf before tips or tip/sleeve assemblies failed. The returned device demonstrated separation from the distal silicone "olive tip" from the silicone sleeve. This was the result of inadequate adhesive from a manual process. Preventive action has been initiated on this process. Date of this report to FDA: (B)(4) 2012.

Event description:
On (B)(6) 2011, an arcadia medical silicone cts (close to shaft) tracheostomy tube, 6.0 mm ID, was successfully placed in a pt and the obturator removed. Shortly after placement, a nurse observed the pt begin to display some respiratory distress. The pt coughed and expelled a silicone tip that had been a part of the obturator component of the tube. The trach tube was changed as a precaution. No further intervention was reported. There were no reported negative pt sequelae. The product was retained for eval.